Event description:
It was reported that device failed blockage test, no alarm.

Manufacturer narrative:
Please see below the results of our investigation: the device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be replicated during the evaluation; a performance and safety check was conducted and no anomalies or problems were found, the device passed all functional tests and was confirmed working within specifications.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see below the results of our investigation. Investigation summary: as of today, device return has been requested for this complaint but has not become available. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint. If the product becomes available in the future, this case will be reopened. A device history record review was carried out for the serial number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications and there was no record of any problems or deviations occurring during manufacturing of this product in relation to the reported issue. Since the npwt involves various elements, it is difficult to determine what could have caused the user to experience the reported issue without the device being returned. It is recommended to check the wound dressing frequently to ensure it is fully compressed and firm to the touch; and not to rely solely on the device alarms to ensure that therapy is being effectively delivered.